Event description:
Procedure: gastric bypass. Reportedly, the surgeon fired and he could not open the jaws after firing. Cut the bowel and redid the anastomosis. Opened another stapler and continued and completed the case.